Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records indicated there is no repair history. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. Additionally, the service evaluation was unable to confirm the reported b30 (communication) error. The potential cause of the problem was that there was no problem with the scope of the device or that the user connected the device with a state in which the electrical contacts of the video connector was not dry enough or that a foreign chemical liquid residue, dirt of sebum, dust, gauze, etc. Was present. If the electrical contacts is in an unstable state, the communication between the scope and the video processor may fail, resulting in a b30 error. As stated on the IFU (instruction for use) and as a preventative measure, the IFU states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported b30 error code could not be duplicated, however, during inspection testing found a worn out video scope connector latch attributing to poor/intermittent connection with videoscopes. Additionally, a software upgrade to the latest version is recommended. The video connector was replaced and updated software to latest version. Unit passed electrical leak test and all functional tests. All video output signals and images tested ok. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical engineer at the user facility that their visera elite video system center was getting a b30 (scope communication) error code during preparation for use on (B)(6) 2021. No patient involvement or harm was reported.